Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an alert tone was heard by the patient. The patient went for follow-up and it was found that the left ventricular lead had high impedance and no capture. The patient is scheduled for a lead replacement. No patient complications were reported as a result of this event.